Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure performed on (B)(6) 2014. According to the complainant, during preparation, the hydrophilic tip of the jagwire guidewire detached outside the patient exposing the corewire tip. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results reveal on (B)(6) 2014 that the distal tip was partially detached exposing the corewire tip.

Manufacturer narrative:
(B)(4) for the reported event of guidewire tip detached exposing the corewire tip. A visual examination of the guidewire revealed that the distal tip was damaged and partially detached exposing the tip of the metal corewire. Based on all gathered information, the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.